Manufacturer narrative:
The suspected mlx 300w xenon lightsource (00mlx)) was returned for evaluation. Failure analysis: the mlx 300w xenon lightsource was received in used condition. The reported problem was duplicated. Evaluation of the unit identified that the chassis and the floor stands were missing, the control board and chassis were replaced. Evaluation and functional tests were performed and the mlx unit passed all tests. Root cause analysis: the reported complaint was confirmed. It was determined that this issue was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the display screen of the mlx 300w xenon lightsource (00mlx) was damaged; they could not see anything. The customer also reported that they "thought they smelled something burning". It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay has been reported.